Event description:
The following info was provided by cook area rep in (B)(4), based on comments made by user: after inserting the handle, introducing the loading catheter and attaching the trigger cord to the hook of loading catheter, there was resistance in pulling the loading catheter and trigger cord up through the endoscope channel. Pulling action stopped and when the loading catheter was removed, the hook of loading catheter was found to have dropped off from the loading catheter. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. The contact details for the cook facility in (B)(4) are: (B)(4). Investigation eval: a product eval was not performed in response to this specific report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. In total 1 unused product was returned for eval. The label matches the product returned. A visual examination indicated that all blue hooks were attached to each end of the catheter and all visually appeared to be fully seated. Tensile testing was performed on the returned device. The product was split into two pieces allowing each end of the catheter and blue hook to be tensile tested. The samples were tensile tested, and met the minimum test criteria. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a root cause has not yet been determined for this type of failure. A root cause analysis will be performed as part of the corrective action. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual insp to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment.